Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a nurse programmed a pump to infuse 27 ml/h of a 50 ml solution of an unknown concentration of magnesium sulfate and 0.9% ns. The clinician stated the infusion had completed within 15 minutes. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 7:31 am on (B)(6) 2016 the pump module was programmed to infuse drugid 163, 2 grams/50 ml at 25ml/hr with a vtbi of 50ml. At 7:46 am, the device alarmed for air in line and was subsequently removed. A volume of 5.97ml was recorded as being infused during this period. The starting volume of the fluid container cannot be determined through event logs. The root cause of the reported overinfusion was not identified. No device or disposable set was returned for investigation.